Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 82 noted during test. Unit successfully downloads to thump. The formatted history file confirmed the pump alarmed pump error 82 on (B)(6) 2024 10:07:48.000 (line number 578 file number 121), problem isolated to the pcb1 board and pcb2 board as per global logic analysis (B)(4). No moisture damage noted to electronic assembly or motor assembly per visual inspection. The motor was tested outside of device and passed. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed functional testing. No pump error 82 noted during test. However, the formatted history file confirmed the pump alarmed pump error 82, problem isolated to the pcb1 board and pcb2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with pump error 82 - (the hrm task did not grant motor power in reasonable time). . The customer reported blood glucose value of 240 mg/dl. The event involved product(s) mmt-442ag, mmt-342, mmt-1880.troubleshooting was performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event. Customer reported receiving a pump error during load reservoir/fill tubing process. Customer was able to clear the error but customer did not items available to continue troubleshooting. Error table indicated that pump replacement was required. No further patient complications were reported. No product return is required for mmt-442ag. No product return is required for mmt-342. Mmt-1880 was requested and the device was returned.